Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was "green dot" displayed on the touchscreen. Reportedly, the pump is still functional, and the dot does not block any text or graphics. Customer's blood glucose level was not impacted.